Event description:
It was reported that the patient experienced pain at the device pocket due to infection. It was also reported that vegetation was noted on the right atrial (ra) and the right ventricular (rv) leads. The physician stated that the infection was noted caused by abbotts' devices. The patient's pacemaker, the ra and the rv leads were explanted due to the infection. A leadless pacemaker system was implanted. The patient was stable throughout the procedure.

Event description:
It was reported that the patient experienced pain, redness and swelling at the device pocket due to infection. It was also reported that vegetation was noted on the right atrial (ra) and the right ventricular (rv) leads. The physician stated that the infection was not caused by abbotts' devices. The patient's pacemaker, the ra and the rv leads were explanted due to the infection. A leadless pacemaker system was implanted. The patient was given antibiotics and debridement for the infection. The patient was stable throughout the procedure.